Manufacturer narrative:
Additional information.

Event description:
Additional information received on 12/17/2024: the correct part number is ar-8735bv-36 beveled ft screw 3.5 mm x 36 mm. The patient is asymptomatic. The issue was discovered on (B)(6) 2024. A revision surgery has not been scheduled.

Manufacturer narrative:
The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, specifically foreign body sensitivity. Directions for use (dfu) dfu-0345-eo. Arthrex beveled ft screws c. Contraindications. 1. Insufficient quantity or quality of bone. 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 5. Conditions that tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. The complaint allegation was confirmed based on the customer's attached x-rays.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative that a patient who is part of the clinical research study was implanted on (B)(6) 2024 with an ar-8735bv-20 beveled ft screw. The screw is prominent and may be in the joint of the right hand, third metacarpal. No additional surgery has been scheduled.